Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the patient presented to the hospital for symptoms related to infection. The physician determined that an infection was present. The system was explanted. The patient was stable following the procedure and the physician anticipated treating the infection and implanting a new system after treatment. The patient will continue to be monitored.